Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant on (B)(6) 2020 it was observed that the right ventricular lead was under-sensing and exhibited varying capture. A procedure to re-position the lead was completed (B)(6) 2020. The lead remained implanted. There were no complications and the patient was stable.